Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2016, date of implant estimated as (B)(6) 2015; date of explant estimated as (B)(6) 2015. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Literature attachment: mitraclip and mitral annuloplasty device as a bridge to transplantation.

Event description:
This is filed to report that post clip implantation, mitral regurgitation increased. It was reported through a research article/case report identifying that post clip implantation, the patient experienced increased mitral regurgitation (mr) requiring implantation of a carillon mitral contour system. The patient deteriorated over a period of 8 months. The patient presented with worsening symptoms of heart failure and peritoneal tapping was performed twice to relieve ascites. The patient underwent heart transplantation as planned and triple immunosuppressant therapy was started. Peritoneal tapping for massive ascites was required during the postoperative period. The patient was discharged on the 13th postoperative day. At the 3-month and 1-year follow-up examinations were performed, the patient is doing well clinically and had no postoperative complications. Details are listed in the attached article, titled: "mitraclip and mitral annuloplasty device as a bridge to transplantation."

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record could not be performed because the part number and lot number were not reported in this incident. A definitive cause for the reported patient effects of worsening mitral regurgitation (mr) and heart failure, and a relationship to the mitraclip device, if any, cannot be determined. The reported patient effects of worsening mitral regurgitation (mr) and worsening heart failure as listed in the mitraclip system instructions for use are a known possible complication associated with mitraclip procedures. The possibility of a product quality issue, if any, cannot be assessed due to the missing lot number and part number information.